Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated sensing integrity counter (sic) recordings on the right ventricular (rv) lead. The lead may be reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensing integrity counter (sic) value remains elevated.